Event description:
It was reported that the device illuminated the service indicator. Physio-control evaluated the device and found that the paddles lead ECG was unavailable. The device would not analyze the patient ECG and operate in AED function. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy pcb determined the cause for the malfunction to be a shorted capacitor, c160.